Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jul/2010. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bodily injury, suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device analysis: visual analysis of the returned device indicates white and yellow particles were observed on the inner surface of the implant. Yellow particles were observed on the outer surface of the implant and in the fill channel. Valve functioning was performed with particle leakage. Brown particles were removed and valve functioning was then satisfactory. There was no blockage of the port hole. Device labeling addresses the reported events as follows: adverse events potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. ¿ deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side deflation. Documentation received from a patient representative alleges the patient has also experienced the events of ¿significant implant malposition¿, ¿hard¿ breasts, and ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future.¿ the device has been explanted. This medwatch record is for right side. See MFR #9617229-2017-00474 for the left side.